Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reproted the customer's insulin pump restarted in the middle of a bolus delivery. It was found all data was lost after the insulin pump restarted. Customer's blood glucose was unknown. No additional information provided.